Manufacturer narrative:
G2: the country of the event is japan g4. PMA / 510(k) #: please note that this device is not marketed in the united states; however, the device is deemed the same as the united states marketed device catalog#: c01a, 510k # k041584, UDI#: (B)(4). H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient having vertebroplasty at lumbar vertebra. It was reported that after mixing with the mixer, the cement hardened quickly during filling, so its use was discontinued. A new batch of cement was prepared, and the procedure was completed without issues. There was no patient involvement/symptom reported. There were no further complications reported regarding the event.